Event description:
It was reported that the patient got multiple sensor error alarms. The reported bg at the time of the call was 172 mg/dl. Troubleshooting was performed, and found that the patient was using the product correctly. Advised that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.